Manufacturer narrative:
A review of the batch documentation has been performed. No similar complaints have been received for this lot. Investigation of the batch record showed that no remarks were reported during filling and visual inspection. A 100% visual inspection process of all filled syringes is performed to remove syringes with foreign material. The assembly is performed in a cleanroom where the assembly opertors wear protective clothing and hair caps. As a complaint sample, one used syringe and two latex gloves were received in a bag. Investigation of the sample showed that the foreign material is not present. Also a picture was provided, however based on the picture no conclusions can be made towards the origin of the fiber. As this concerns an isolated complaint for this lot, the origin of the foreign material is undetermined and no manufacturing related issues were identified, a conclusive root cause could not be determined. (B)(4).

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A director reported a "black thread" came out of the syringe during a cataract procedure. A new product was opened to complete the case. There was no harm to the patient. Additional information has been requested.